Event description:
It was reported while using bd¿ syringes with precisionglide¿ needle there was a deformed stopper. There was no report of patient impact. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. Investigation summary. Our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issues of stopper defective / damaged was confirmed upon inspection of the samples. The returned sample labeled as distorted stopper was inspected and the stopper can be observed to be misaligned from the back. The probable root cause of the distorted stopper could be due to the stopper tooling¿s set screw being loose, causing a gap between the stopper to plunger assembly. The gap caused the stopper to not be assembled properly to the plunger, resulting in the mis-assembly after assembly into the syringe barrel. Preventative maintenance was performed to correct the loose set screw. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd¿ syringes with precisionglide¿ needle there was a deformed stopper. There was no report of patient impact. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.